Event description:
Baxter affiliate reports 3 incidents of difficulty in removing residual sterilant from the syntra 160 dialyzer during reuse procedures. According to incident report there was patient involvement but no further information available at the time.